Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the leadless implantable pulse generator (ipg) the patient presented to the emergency department. Device interrogation revealed an electrical reset occurred and the device turned itself off. The patient experienced bradycardia as a result. The leadless ipg was re-programmed, however the battery voltage was below recommended replacement time (rrt). The leadless ipg settings were re-programmed and the device remained in use. Subsequently, the leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated 127 power on resets occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.